Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5 and h6 (device code). Device evaluation: the device was returned to zoll medical canada; the customer's report was duplicated and attributed to the smart pneumatic module board. The smart pneumatic module board was replaced to resolve the report. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend. This report was inadvertently submitted and reports of this nature are typically not submitted as there would be no potential for clinical impact.

Event description:
Complainant alleged that during functional testing, the device failed calibration test. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that the device displayed a compressor error message. Complainant did not indicate that there was any patient involvement in the reported malfunction.